Event description:
An 87 year old m we presented to cath lab for insertion of a new ventricular lead & replacement of pulse generator due to pulse generator depletion & high threshold of ventricular lead. The high threshold resulted in premature battery depletion & caused the battery to be depleted sooner than normal. Orignal lead capped off & new lead implanted. No known pt injury - voluntary reporting per request from medtronic. Surgery required however for lead replacement (for high thresholds 7 volts) & generator change (due to lead malfunction).